Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A center manager reported difficulty with eye tracker in tracking some pt's pupil. Reporter noted no pt harm occurred. Add'l info has been requested.